Manufacturer narrative:
The insulin pump had blank display due to faulty connector on interface board. Unable to perform idle current test, run current test, self- test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm due to blank display. No screeching/noise anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's mother was assisted with blank display troubleshooting. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue and display did not return. The customer's mother also reported receiving watchdog timeout alarm and that is when they took the battery out and re-inserted but had a blank display. Troubleshooting for the alarm was performed. The customer's mother stated that the insulin pump was screeching. The customer's mother was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.